Event description:
It was reported the programmer does not print properly. It stops and starts. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) wireless antennas found out of specification. Printer component failure; cause could not be determined.